Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 450 mg/dl. Customer reported the motor alarm to the insulin pump. Customer reported that the motor error alarm reoccurred during every rewinding. Customer had back up plan with them and had contact with their health care professional. The insulin pump will not be returned for analysis.